Manufacturer narrative:
(B)(4). The customer returned the product lidstock and one arterial catheter for investigation. Signs-of-use in the form of biological material was observed on the catheter hub. Visual inspection confirmed the customer report that the hub was cracked. The total length of the returned catheter (from proximal end of hub to distal end of catheter tip) measured to be 2.719" which is within specifications of 2.715-2.755" per catheter product drawing. The outer diameter of the catheter body measured to be 0.046" which is within specifications of 0.044" - 0.047" per catheter extrusion drawing. The inner diameter of the catheter body measured to be 0.031" which is within specifications of 0.031" - 0.034" per catheter extrusion drawing. Functional inspection was performed per the product instructions-for-use (IFU) provided with this kit. The IFU states the following: "firmly hold introducer needle hub in position and advance catheter/needle protection assembly, over spring-wire guide into vessel" a lab inventory guidewire of the same size (0.018") as the guidewire provided with this kit was passed through the catheter. The guidewire passed through the catheter with minimal resistance. A lab inventory syringe was filled with water and the arterial catheter was flushed. A leak was observed in the crack of the hub. Manufacturing was contacted as part of this complaint investigation. They indicated that manufacturing likely caused or contributed to this event. A device history record review was performed, and a relevant finding was identified. For catheter hub batches (B)(6), it was noted that the fill time was over the specification limit. The IFU provided with the kit informs the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of a split arterial catheter hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the arterial catheter hub was cracked and leaked when flushed with water. Manufacturing engineering was contacted and they indicated that the defect observed is likely manufacturing related. Based on the customer report, the sample received, and the comments from manufacturing, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue.

Event description:
It was reported "hubs of the catheters cracked upon tightening to tubing. Both devices were used on the same patient". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "hubs of the catheters cracked upon tightening to tubing. Both devices were used on the same patient". No patient harm reported. The patient's condition is reported as fine.